Manufacturer narrative:
The device was marked as available for evaluation; although anticipated, the device has not yet been received. (B)(4).

Event description:
During a meniscal repair using the fast-fix 360 curved ndl delivery sys it was reported that after deployment of t1 and t2, the suture and t2 were removed unexpectedly from the joint during knot tying. The suture was cut between t1 and t2 and t1 remains inside the joint. The procedure was completed with another fast-fix 360. There were no reported patient injuries or complications.

Manufacturer narrative:
Device evaluation: a piece of suture with t2 attached from a fast-fix 360 curved ndl delivery sys device was returned for evaluation of the reported complaint mode, ¿the suture and t2 were removed unexpectedly from the joint during knot tying... T1 remains inside the joint.¿ no dimensional assessment or functional testing could be performed. Without the full complement of the device, no root cause analysis could be completed and we are unable to determine what may have caused the user to experience the reported incident. A review of the device history records was performed which confirmed no inconsistencies. No further investigation is warranted at this time. (B)(4).